Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the no alarm tonight at the control center. It is unknown if the device was in clinical use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: the philips clinical application specialist worked on the device and stated that the customer ¿ user¿ played with the caregiver options which then an technical alarm popup was created stating the spo2 sensor was not connected. The clinical application specialist went ahead and changed some settings in the alarm roles and severities and the problem was solved. This issue was caused by user error. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. After some configuration changes were made, the device was found to be operating to specifications and there was no product malfunction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.